Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a patient experienced the events of left side ¿baker iii capsular contracture¿, ¿prosthesis with larger than usual folds in its inferomedial portion¿, ¿with small amount of adjacent free fluid¿, ¿pain¿, ¿hardening¿ and ¿redness of the skin and left breast.¿ the device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease/folding of implant : observed creases flat on the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Inflammation/ irritation : unable to observe since it is a medical event and is not related to the device. Seroma -late : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
A health care professional reported a patient experienced the events of left side ¿baker iii capsular contracture¿, ¿prosthesis with larger than usual folds in its inferomedial portion¿, ¿with small amount of adjacent free fluid¿, ¿pain¿, ¿hardening¿ and ¿redness of the skin and left breast.¿ the device remains implanted.